Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4). The full lead was returned and analyzed. The helix will not retract and is distorted. Distal conductor is distorted within the connector from excessive rotations of the is-1 to retract the helix. There is a deformation/ fracture in 5 cm prox section of the inner coil. Extension problems were noted.

Event description:
It was reported that during the implant procedure, the helix was unable to extend after several repositions. The device was not implanted. No patient complications have been reported as a result of this event.